Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the cause assigned to a printed circuit board failure. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the olympus, model cv-190, evis exera iii video system center did not recognize olympus, model series 180 scopes. There was no patient injury, associated with the problem, reported to olympus.